Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to pressure sensor mismatch. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator service required alarm occurred related to pressure sensor mismatch. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was not confirmed. The device passed all the tests. The unit has foreign substance contamination in the main housing which was not related to the malfunction.